Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA: dystonia is not an approved indication for the activa rc (model 37612); therefore, this is an off-label use of this device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had a return of some symptoms: drooping, leg dragging, head dropping back, and dystonia symptoms. The rep instructed them to change groups/programming. Poor communication was reported when using the patient programmer (pp) and recharging. An end of service (eos) was seen while recharging. Swelling in the pocket was discussed as a possible cause for the poor communication. The pp error resolved quickly. A revision was performed last week monday to move ins from buttock to chest due to some pregnancy and weight changes. It was discovered the therapy profile included poor impedance contact pairs. A new profile was created excluding the affected contacts, and the patient was being managed appropriately and the ins was holding longer charges. The patient's care was being transferred to an adult program and the hardware issues would be revisited then. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Information reported in manufacturer report #3004209178-2019-05639 was confirmed with an hcp. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a manufacturing representative stating the cause of the impedance issue was not known and 2 of 4 contacts were affected.